Event description:
An attempt was made to deploy a 2.25mm diameter x 18mm length integrity rapid exchange (rx) coronary stent in to a pt. The target lesion, located in the left main to circumflex exhibited 99% stenosis. Prior to this, another integrity rx stent was successfully deployed to target lesion. The physician attempted to place the relevant stent through the previously deployed integrity stent; however when the physician pulled the device back the stent dislodged in the vessel. The physician inserted another integrity stent and crushed the dislodged stent into the circumflex artery wall. The procedure was completed and the pt was transferred to intensive care unit. It was reported that the pt died the next day. The physician commented that the death was not related to the stent dislodgement. The physician also confirmed that the pt presented to cath lab in severe condition and although survived the procedure, had to be defibrillated more than 20 times. (MFR tempt # 2953200-2010-02095, 2953200-2010-02096).

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history trending, batch record review, failure mode effects analysis, system hazard use misuse analysis, and health hazard analysis. Complaint history trending for cidex opa solution was reviewed. The defects per million opportunities (dpmo) over the past 12 months (december 2009 to november 2010) for cidex opa solution (which includes disopa solution) with the problem code of "hr-allergic reaction" was retrieved. The overall trend has been below the upper control limit. Batch record review of cidex opa solution was not possible as the lot number was not provided. The fmea (failure mode effects analysis) score for allergic symptoms is below the threshold of 100. The shuma (system hazard use misuse analysis) risk has been assessed a category I - broadly acceptable risk. The hhe (health hazard evaluation) was reviewed. The hazard/risk index was scored a 3 indicating that the associated risk is none/negligible. Disopa solution is manufactured in (B)(4) and sold exclusively in (B)(4). Disopa is similar to cidex opa solution sold in the united states. The cidex instructions for use (IFU) cautions that cidex opa solution should not be utilized to process instrumentation for patients with known sensitivity to cidex opa solution or any of its components. Cidex opa solution should not be utilized to process any urological instrumentation used to treat patients with a history of bladder cancer. In rare instances, cidex opa solution has been associated with anaphylaxis-like reactions in bladder cancer patients undergoing repeated cystoscopy. The most recent information received from the affiliate indicates that the hospital was advised not to use disopa to disinfect urological instruments and the hospital changed disinfectant to cp28. Additionally, the affiliate reported that the physician whom performed the cystoscopy for the patient has relocated to another hospital. Thus, additional information is not available. The facility performed a patch test that resulted in a positive result for opa. The patient was diagnosed with an allergic reaction to opa and was prescribed an anti-allergic medication. The swelling lasted approximately two to three days and the patient has recovered. The patient's medical history was not provided. The report received did not provide a detailed medical history for this patient. Thus, it is unknown if the patient had a history of bladder carcinoma or a known allergy to opa. The facility treating the patient for the reaction diagnosed the patient with allergy to opa. Therefore, this patient's medical history inadvertently contributed to this event.

Manufacturer narrative:
Correction: changed event type to adverse event device.

Manufacturer narrative:
(B)(4)- no code available: skin and penis. (B)(4) - no code available: not a device error. The cidex® IFU warns that: may elicit an allergic reaction. Possible allergic reactions have been reported in rare instances. Direct contact with skin may cause temporary staining. Repeated contact with skin may cause skin sensitization. Seek medical attention if skin contact happens. In case of skin contact, immediately wash with water. The cidex® IFU states: always follow the directions for use rinsing instructions exactly or residues of cidex opa solution may remain on the device. Failure to follow rinsing instructions exactly has resulted in reports of chemical burns, irritation, and staining.

Event description:
An international customer reported that one of their patients experienced swelling on his skin and penis after a cystoscopy procedure was performed at a different facility. The patient had a cystoscopy every three months. The patient sought medical attention at the facility that reported the complaint and was prescribed an antiallergic medication. The facility performed a patch test that resulted in a positive result for opa. The swelling lasted two to three days and the patient has recovered. The scope used on the patient was disinfected with cidex® disopa by manual reprocessing.